Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient stated they had been in and out of the hospital and all kinds of stuff for the last year and further stated they had not used their device in at least 9 months or so. Patient stated they came back and doing good and peeing all the time and wanted to get their device powered back up but cannot get programmer turned on. Patient stated they were using rechargeable batteries and had charged the batteries. Patient also noted that last year they could get programmer turned on but then it would not program. Patient services reviewed and patient confirmed the programmer was totally blank. Patient noted they did not have regular alkaline batteries to try at the time of the call. Patient noted they would call back because they had something going on. They were unable to troubleshoot due to patient not having batteries at the time. Patient had called back at a different time. Patient reported they were shocked and overstimulated before and didn't want that to happen again. Patient stated stimulation was "not deathing" but it would "wake a person up." Patient reported they hadn't used therapy for 7-8 months. Patient mentioned they were in a lot of pain with their shoulders due to arthritis and was on a lot of pain medication and in an out of the hospital for other issues. Patient was not able to troubleshoot due to a lack of knowing where the incision and ins were. There were no further complications reported.